Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open draining sores under the lifevest equipment. Patient reports that the device is too tight. There was no alleged device malfunction contributing to the irritation. The patient's daughter is a nurse and advised skin prep. The patient¿s physician discontinued the lifevest due to the skin irritation. Outcome of the irritation is unknown.